Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient was transported to the intensive care unit where it was determined there was a distal perfusion to the leg. An external femoral-femoral bypass was performed. It was also reported that the patient developed bleeding at the impella sheath when the impella sheath and pump were pulled back accidentally at bedside. The nurse was turning the patient and the sheath was caught and lost access completely. When support arrived, the staff was holding pressure at the groin site. The physician was able to track the sheath and gain access. The patient was taken to the catheterization lab where the vessel was assessed, and it was decided to rewire and maintain access in left groin. A new sheath and impella cp were inserted.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.